Event description:
User facility medwatch report received concerning insertion and catheter balloon inflation problems with use of one 41239-06 7f td torque-line heparin coated catheter. The report states, "tech prepped swanz ganz. Doctor inserted and proceeded to run it up via ivc to ra with balloon inflated in ra... Did not want to continue, doctor inserted a 0.021 diagnostic wire to use as assist. Shortly after this, balloon popped... Post removal, noticed some of balloon missing from catheter." Follow up information received from facility stated that there were no additional procedures needed due to this event. The patient had no complications and is doing fine. No issues with placement were identified." Device return: one (1) used 41239-06 7f td torque-line catheter was returned for analysis and investigation. There were no ancillary devices, guidewire etc. Returned. Manufacturers investigation: visual inspection (pre and post decontamination) of the returned 41239-06 catheter recorded the pa line was occluded with residual dried blood, the remained lines also showed evidence of residual blood. The catheter balloon was extensively damaged/torn and missing fragments of the balloon material. Based on the visual inspection and analysis of the "as-received" 41239-06 catheter the reported product issue (inflation failure) was confirmed. A multi-discipline team was assembled to perform in-depth analysis of intermittent catheter balloon inflation issues. A summary and status of those activities are presented below: functional data obtained from production lots and engineering studies were reviewed. No trends/failures in performance were found. A review and analysis of raw material data noted that new lots of the balloon material (polyisoprene) are received every 6 months, but consumption can vary based on order demands. Potential root cause: polyisoprene is continually aging, balloons manufactured with older material, when subjected to certain conditions (shipping, heat, etc.) May experience material degradation/deterioration. As an interim measure the raw material shelf life has been changed (from 3 years from date of manufacture to 1 year from date of manufacture) to address any potential contributing material aging factors. Based on additional engineering studies/data, minor modifications to the balloon material formulation (dry weight of rubber (total solids) vs. Wet weight (set amount) were identified and are in various stages of qualifications and validations. The engineering test data to date indicates this material formulation shows a viable increase in balloon material strength properties. Additionally, heightened testing and inspections have been implemented to ensure measures taken thus far are effective.

Manufacturer narrative:
Findings: the reported product issue, balloon inflation failure was confirmed. The exact cause(s) of the problem are unknown.